Manufacturer narrative:
An event for patient effects of pericardial effusion was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. The reported serious injury/illness/impairment was the results of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
Clinical information: (B)(6). It was reported that on (B)(6) 2024, a 31mm amplatzer amulet occluder was successfully implanted in a patient. The patient was administered 6500 iu of heparin for procedure. The patient had an activated clotting time (act) level of 304 seconds. The location of the transseptal puncture was down and back. There was difficulty implanting the device, such as multiple manipulations during procedure. The left atrial pressure at time of procedure was 15mmhg. There was not multiple wire or delivery sheath exchanges. On (B)(6) 2024, it was noted on a cardiac computed tomography scan that the patient had developed a small pericardial effusion in the posterior wall of the left ventricle. The largest dimension of the effusion was 5.8mm and was localized. The patient was asymptomatic and no intervention was performed. The patient was taking rivaroxaban and clopidogrel at the time when the pericardial effusion was dedicated. The patient was not administer any protamine or reversal agent during procedure or after the procedure. The patient was taking indobufen and ticagrelor prior to procedure. The cause of the pericardial effusion is attributed to the 31mm amplatzer amulet occluder and the implant procedure. There is no allegation of malfunction against the abbott device or procedure. There was no initial or prolonged hospitalization due to this event. The patient was stable at the time of report.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.